Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked ingredient (na ace 2meq/ml) into the fluid path from port 2. The issue was identified during delivery at the pharmacy using an automated compounding device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between march 31, 2022 to april 01, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed with no issues were noted. The reported condition was not verified. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.